Event description:
Add'l info rec'd from rptr 04/21/06: rptr had a MRI performed. She stated that the machine was excessively loud and hurt her ears. When she complained to the technician she was told that it was normally loud. As soon as she exited the machine she noticed a ringing in her ears that has persisted. She has visited 2 drs (otolaryngolists) in 2005, both of whom verified that she had tinnitus. There is no cure. Rptr is experiencing constant ringing and peculiar noises in her ears. She did not have the problem prior to entering the MRI scanner.

Event description:
Magnetic resonance imaging that was performed on pt was extra ordinarily loud. As a result, pt has been afflicted with tinnitus.